Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, and corrosion in the battery compartment and on the battery cap. This report is made based on results of investigation completed on 12/03/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2013 with the following findings:visual inspection revealed that the battery compartment and battery cap were corroded. The battery compartment was cracked from the threads to the case seal. Leak testing failed due to the cracked battery compartment. Upon start up, the pump emitted low battery warnings and replace battery alarms. The corrosion was cleaned from the battery compartment, after which the pump powered on with no additional alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).